Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx transcatheter aortic valve product ID evolutfx-29 serial/lot (B)(6) use by date 2025.08.22 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a pre-implant balloon dilatation was performed. The patient's native type 1 bicuspid aortic valve contributed to the dislodgement. It was noted that deployment began at the bottom of the pigtail catheter and a confida wire was used for the procedure. It was confirmed that the inner membrane of the sinus of valsalva (sov) on the ncc side was partially peeled. On echocardiogram it was observed to be "fluttering and swimming". According to the physician, it was thought that an inflow strut became caught at the time of valve recapture, resulting in the aortic dissection. Per the physician, the dissection was due to recapture and thought to be a procedural issue as well. The dissection was on the ncc side with no bleeding, therefore was left as is with no treatment performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pre-implant balloon dilatation was performed using non-medtronic 24 mm balloon. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 2 mm. Additionally, the valve dislodged in the aortic and ventricular directions. Upon the second attempt, the implant depth was 6 mm on the ncc and 10 mm on the lcc. Upon the third attempt, the implant depth was 5 mm on the ncc and 8 mm on the lcc. It was noted that the patient was receiving dialysis which was thought to had been a contributing factor to this event.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, inside a patient with a type 1 bicuspid aortic valve and suspected left and right fusion of the valve leaflet, the left side of the valve was placed too shallow. The valve was recaptured and subsequently the valve dislodged upwards. A second deployment attempt was made. The valve was maintained at a depth of 3 millimeter's (mm) on the non-coronary cusp (ncc), and 4 mm on the left coronary cusp (lcc). Subsequently, the valve dislodged again. The valve was recaptured. An echocardiogram and contrast imaging were performed that revealed an intimal dissection near the ncc and sinotubular junction (stj). Another attempt was made to implant the valve. At the ponr, the valve was at a depth of 4 mm on the ncc and 5 mm on the lcc but the valve dislodged again.  The valve was recaptured, and another attempt was made to place the valve deeper. The valve continued to dislodge 3 more times. The medtronic valve was aborted, and a non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: evolutfx-29 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Product ID: l-evolutfx-29, product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.